Event description:
It was reported that when placing insert trail into the baseplate trial a piece of it broke off.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured triathlon modified insert trial was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirmed the reported event. The distal rails of the cr tibial insert trial broke from an overload condition. This may have been due to a misalignment with the tibial baseplate during use. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there has been 1 similar complaints reported for this lot ID. Conclusions: the investigation concluded that the reported event occurred as a result of multiple overload conditions during trialing. No material or manufacturing defects were identified. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
It was reported that when placing insert trail into the baseplate trial a piece of it broke off.